Manufacturer narrative:
The system was serviced in the field and the complaint could not be duplicated. The system passed all tests and was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a spinal procedure. It was reported that the 2d images appeared to be rotated. On a clock, the images were rotated to 1 and 7 o'clock. There was no delay to the procedure and no impact to the patient.